Event description:
Knees were stiff [joint stiffness]. Could barely walk [gait disturbance]. Knees were very swollen [joint swelling]. Knees were painful [arthralgia]. Case description: regulator-spont report rec'd on (B)(6)-2009 via voluntary report number (B)(4) (reported to regulator on (B)(6)-2009), regarding a pt of unk age, gender, or initials, whose relevant medical history included: osteoarthritis of both knees. The pt rec'd a series of 3 synvisc injections into both knees on unk dates in 2009. After the third injection, on (B)(6)-2009, the pt's knees were very swollen, painful, and stiff to the point that the pt could not walk. The pt had to go back to the physician, who administered cortisone in both knees as treatment, which were also painful. The following morning, the swelling had gone down but the pain remained. No further information was provided. As of the date of receipt of this report, the pt outcome was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.